Manufacturer narrative:
(B)(4) - hernia recurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a bilateral inguinal hernia repair procedure on (B)(6) 2011 and seramesh was implanted on the right side and mesh was implanted on the left side. On the two year questionnaire, the patient indicated that the hernia recurred in (B)(6) 2012. The surgeon noted on (B)(6) 2012, there was a suspicion of a hernia recurrence. On (B)(6) 2013, the hernia recurrence of left inguinal hernia was confirmed by manual examination. The patient is scheduled to undergo a transabdominal preperitoneal hernia repair procedure in (B)(6) 2013.